Manufacturer narrative:
Pump received with button error alarm and intermittent button response due to corroded keypad traces. The battery tube was inspected and no corrosion noted. Pump received with normal operating currents. Pump monitored for several days and no weak battery alert alarms occurred during testing. Pump received with broken battery cap, completely broken reservoir tube lip, reservoir tube missing o-ring, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive and numbers were ramping on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 154 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.